Manufacturer narrative:
The evaluation revealed the broken glenosphere holder/impactor to be the primary product. A physical examination could not be carried out since the item was not received from additional decontamination. Review of the device history records could not be carried out as the product data remained unknown due to above. Thus, a comprehensive examination and investigation was not possible. Review CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. Furthermore no additional information like x-rays or medical records was provided. The root cause of the thread fracture was already stated in the in the report provided by the sales representative: ¿the screw that broke off is actually the threaded tip of the glenosphere holder. We ended up getting the threaded tip out of the glenosphere after everything got back to our office. So, the glenosphere will not have the threads in it, but the glenosphere holder will only have half of the threads left on it. No debris was reported. The more I have looked into it; I believe that the glenosphere was not fully tightened against the gray plastic cap that attaches to the holder. Therefore, leaving a little play between the glenosphere and the threaded tip. When the holder was hit with the mallet, the spring loaded threaded tip did not piston in a straight line (due to the play between the glenosphere and the threaded tip) and weakened the tip, shearing it off¿ although product was not available but based on above report the root cause of the reported event was not linked to a deficiency of the device, but was rather considered user related (user-customer- application errors; person makes a mistake, slip). Device was not return.

Event description:
Sales rep reported that during a reverse shoulder rotator cuff surgery the screw allegedly sheared off inside the glenosphere. Was able to complete the surgery with another glenosphere but without the holder. Delay of 20 minutes. No consequences to the patient. The event occurred during primary surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported that during a reverse shoulder rotator cuff surgery the screw allegedly sheared off inside the glenosphere. Was able to complete the surgery with another glenosphere but without the holder. Delay of 20 minutes. No consequences to the patient. The event occurred during primary surgery.